Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard cr ilok fem-rt 65, cat#: 1830058 lot#: ni, biomet cc I-beam tray 71mm, cat#: 141223 lot#: ni, kne-biomet arcom-patellas-unk size 31, cat#: ni lot#: ni. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient underwent an irrigation and debridement of the tibial bearing due to wound dehiscence approximately 8 days post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.